Manufacturer narrative:
The physical device has not been returned. In the case description, the user mentioned receiving a memory corruption alarm resulting in high estimated glucose values (egvs). The physical controller was not received back for investigation. Ios user log files from the complaint device were uploaded to the cloud system by the user and downloaded for review. Review of the log files found that user logs were available beginning on (B)(6) 2026. Audit log files found that an omnipod 5 app error alarm (ref: (B)(4) was generated on (B)(6) 2026 at 22:15, however no memory corruption alarms were observed. Review of the engineering log files found that information regarding the generated alarm were overwritten due to the continued use of the system. No additional information about the generated alarm is available. Although no memory corruption alarms were observed in the log files, the user log files from the controller prior to the generation of the alarm are deleted once the user acknowledges a memory corruption alarm. The presence and cause of a memory corruption alarm could not be determined from the available log files. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone15.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia after experiencing elevated blood glucose levels, although a specific value was not provided at the time of reporting. The patient indicated that they received a ¿memory corruption¿ alert, which was followed by high blood glucose levels. The reported symptoms included elevated glucose levels. The patient was treated with injections and fast acting insulin. The patient reported being release after a couple of hours. Information regarding the date of when the medical event occurred is being solicited.